Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ultrasound (us) did not oscillate, aspiration did not rise and us tip was broke off during cataract surgery (with intraocular lens (iol) implant). The surgery was successfully completed with the replacement of the fluidics management system (fms) pak. There was no patient harm. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ultrasound (us) did not oscillate, aspiration did not rise and us tip was broke off during phaco mode of cataract surgery (with intraocular lens (iol) implant). The surgery was successfully completed with the replacement of the fluidics management system (fms) pak. There was no patient harm. This report pertains to phacoemulsification tip involved in this reported event. Additional information received for this report the mode of the surgery was phaco mode.

Manufacturer narrative:
One opened broken phacoemulsification tip, without a wrench, in a bag was received for the report. Sample was visually inspected and found to be nonconforming, tip broken at cone to transition area, breakage is very jagged. Cracks observed on both parts of the cannula where the part broke in two pieces. Uneven wall thickness observed. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. The phaco tip was observed to have foreign material in the bevel tip. The foreign material was sent for particle analysis. Particle analysis was performed using scanning electron microscope (sem)/ energy dispersive spectroscopy (eds) and identified the following elements: carbon, sodium and chlorine. These elements along with visual characteristics suggest the foreign material to be dried salts. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phaco tips. Particle analysis found the foreign material to be dried salts. Dried salt is not a material that is used in the phaco tip manufacturing process or in the packaging process of the phaco tip. How and when the dried salt got inside the bevel of the phaco tip cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The most likely root cause is surgical material during use. An investigation has been initiated and is currently in progress, to further investigate the broken phaco tip. The exact root cause for the foreign material in the phaco tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the foreign material in the phaco tip cannula exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.